Event description:
It was reported that the physician's vns handheld computer serial data cable appeared to be loose and was intermittently interfering with communication of patients' vns devices. The site was able to establish communication by holding the cable a certain way however when the cable was released, the problems returned. The faulty handheld programming computer was returned with the associated software and they are currently undergoing analysis. No adverse events have been reported as a result of the issue.

Event description:
Analysis of the returned handheld programming computer and the associated software found no issues that would result in the reported communication issues. The reported loose serial cable as described was not confirmed.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating the site has not reported any further issues since replacement of the handheld and software.